Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, e2, e3, g1, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 15-aug-2021 to 15- aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the carefusion coordination engine service stopped unexpectedly due to communication issue. A technical support specialist got permission from hospital information technology team and rebooted carefusion coordination engine to resolve the issue. The system functioned as intended after troubleshooted by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis anesthesia es system went into critical override and failed to display patient information during a procedure. The customer stated that the reported malfunction caused a delay in dispensing medication to the patient and forcing users to use a different device. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
It was reported by the customer that a pyxis anesthesia es system failed to display patient information during a procedure, forcing users to use a different device. No other information was released regarding this event. There were no adverse events or injuries reported based on this event. Upon investigation of the actual device used in this incident it was determined that device's coordination engine stopped running because the system's anti-virus blocked and categorized it as vulnerability exploitation attempts. Exceptions were added to the anti-virus and the coordination engine was rebooted successfully, restoring normal operation. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system failed to display patient information during a procedure, forcing users to use a different device. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.